Manufacturer narrative:
D9 device was returned and date was added. H6 type of investigation was updated accordingly based on device being received. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that while backloading the impella onto the guidewire through the ez guide lumen, the wire failed to exit through the outlet window. Multiple attempts were made to advance the wire, but it still did not exit the cannula. The ez guide lumen was subsequently removed, and the wire was manually directed through the correct outlet window. The patient survived the procedure.

Manufacturer narrative:
Corrected information has been provided in d1 and h3 difficult/unable to insert through other device: based on the finding of a kink in the ez guide lumen at the location that would be interacting with the outflow cage, the cause of the difficulty to insert through another device was determined to likely be a use issue. Clinical details report that the lumen was pulled in line with the catheter, so it was likely an unintended user error.